Event description:
During patient use, the autopulse platform (s/n (B)(4)) displayed user advisory (ua)(B)(4) (not at "home" position after power-on/restart). The customer re-started the platform and followed zoll tech support's instructions to clear the (B)(4) advisory message, but the issue persisted. The ems crew reverted to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A follow-up report will be filed when investigation has been completed.

Manufacturer narrative:
H4: (device manufacture date) was corrected. The reported complaint that "the autopulse platform (s/n 33942) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during archive data review and functional testing. The root cause of the reported complaint was the platform driveshaft not being at "home" position, due to the sticky clutch plate. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. In this case, the customer was unable to clear the ua45 advisory message. At zoll service depot, it was noticed that the clutch plate was sticky, most likely due to wear and tear and frequent use of the device. The autopulse platform was manufactured in august 2017 and is over 4 years old, near its expected service life of 5 years. During visual inspection, the top cover and front enclosure were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was scratched, chipped, and broken at multiple locations. Also, there was a large crack going around the platform's top cover. The front enclosure was broken around the screw well area of one of its handles. These observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged covers were replaced to address the issues. Archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. Further review of the archive data showed multiple ua12 (lifeband not present) advisory messages, unrelated to the reported complaint. Functional testing failed as the autopulse platform initially displayed ua12 (lifeband not present) upon powering up, unrelated to the reported complaint. Troubleshooting the issue with a known-good lifeband revealed that the belt clip detection switch arm wasn't parallel with the switch block, causing the ua12 advisory messages. The belt clip switch arm was adjusted to address this issue. After the ua12 was cleared, the zoll service personnel was unable to rotate the driveshaft to "home" position to clear the remaining ua45 advisory message, confirming the reported customer complaint. The root cause of the stiff driveshaft was the sticky clutch plate, which was deburred to remedy the fault. Unrelated to the reported complaint, further functional inspection revealed that the drivetrain motor brake assembly air gap was too wide, out of the specification. The brake gap was cleaned and adjusted within specification to resolve the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).